Event description:
Narrative from staff: doctor was using endo stitch with v-loc suture to close vaginal cuff. The needle separated from suture (v-loc stitch, needle broke from suture), doctor removed both pieces, and a new one was opened and doctor was able to proceed manufacturer response for suture, absorbable, synthetic, polyglycolic acid, v-loc 180 (per site reporter) the representative will be doing an in-service with staff.